Event description:
It was reported that during the implant procedure, the helix mechanism did not extend on the right ventricular (rv) lead. The rv lead was not implanted and was replaced with a new lead. It was also reported that during the same procedure, the left ventricular (lv) lead had fixing difficulty. The lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6947m model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (non obstructed). (B)(4) the full lead was returned and analyzed. The helix disengaged from helical channel. There was blood in/on the helix/lobe mechanism.